Event description:
It was reported that in (B)(6) 2012 one of a patient¿s implantable neurostimulators (inss) was infected and he noticed after ¿a bubbly bump formed.¿ it was noted that the patient went into the doctor¿s office and ¿they cleaned it out.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v078929, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v078929, implanted: (B)(6) 2008, product type lead. (B)(4).